Event description:
Reporter indicated that high lead impedance >8,000 ohms was noted at an office visit with vns diagnostics testing on (B)(6) 2013. The vns was disabled but the magnet mode setting was left on at the parent¿s request, and the patient was referred for surgery. X-rays were performed but will not be sent to the manufacturer. The patient had no trauma and did not manipulate the vns. The patient had vns generator and lead replacement surgery on (B)(6) 2013. The explanted devices will not be returned from the hospital. Attempts for additional information are in progress.

Manufacturer narrative:
(B)(4).

Event description:
Reporter indicated the last acceptable diagnostics were on (B)(6) 2013 with 2095 ohms. An implant card was also received to the manufacturer noting that device diagnostics were within normal limits with the new devices at the (B)(6) 2013 surgery.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.